Event description:
It was reported that the patient underwent an explant procedure due to lack of pain relief. The patient underwent a full system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 19901175/20346301.